Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead measuring 20.7cm of the proximal end was returned. External insulation abrasion consisent with lead friction to the ICD was found at 18.8-19.2cm from the connector pin. The etfe coating of one sensing cable was abraded and melted at this location. This observation is consisent with the observation of oversensing when the abraded cable is in contact with the ic cd.

Event description:
It was reported that during follow-up, noise was noted on the rv channel. The patient received inappropriate therapy as a result. The lead was explanted and replaced.